Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot. The unit could not boot up and\or communicate. The receiver download failed due to unit could not boot up and\or communicate. The functional testing failed as the unit would not boot up and or communicate. Open case: moisture detection sticker activated and/or, rust, contamination or liquid intrusion and take pictures. Customer complaint could not be confirmed due to the moisture damage. The reported event of a loss of connection was undetermined . The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.